Event description:
It was reported the right ventricular (rv) lead had an apparent fracture. Also, the right atrial lead had become dislodged and was unable to be repositioned. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, tissue on helix, there was apparent explant damage and the lead was stretched. The analyst commented that there are six sets of setscrew marks on the is-1 pin. Four sets of screw marks on the is-1 pin are too proximal and two sets are in the correct position. It cannot be determined when but, at some time, the lead was not fully inserted into the device. (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, all insulators were breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, tissue on helix, there was apparent explant damage and the lead was stretched.